Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 97 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted. Device alarmed readback error, after thus downloading. Removed the battery and powered the pump off. After reinstallation of battery the pump displayed critical pump error open book image alarm. Device error open book image alarm are due to software error. Device was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.